Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed no delivery and customer attempted priming five times without success. Customer's blood glucose was 266 mg/dl. During troubleshooting, the customer stated she had thrown the plunger away and wished to start over with a new reservoir and was able to manually prime the tubing successfully and cleared the alarm. Nothing further reported.